Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
.

Event description:
It was reported that on (B)(6)-2010, the patient underwent a transforaminal lumbar interbody fusion at l4-5 where rhbmp-2/acs was implanted. In 2010, the patient was diagnosed with ectopic bone growth and neuritis that required medical treatment. No further information was provided.

Manufacturer narrative:
Additional information: corrected information: (age).

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: l4-5 degenerative spondylolisthesis and stenosis. Patient underwent the following procedures: posterior interbody fusion through transforaminal lumbar interbody fusion, l4-5. Posterior instrumentation l4-5. Placement of structural allograft. Hemilaminectomy and decompression of nerve roots l4-5. "Icbma" bmp. As per-op notes: complete facetectomy was performed at l4-5 on the left. Discectomy was performed; bmp and chips were placed in the disc space for fusion. No patient complications were reported.

Event description:
It was reported by a non-medical professional that the patient underwent a tlif at l4-5 where rhbmp-2 was mixed with bone chips and placed along with a bone dowel into the disc space via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.